Event description:
It was reported that the patient displayed evidence of metal debris on the trunion and black debris in the head where the trunion fits. It was reported that there was scratching of the liner, but no rim-wear. It was reported that the initial surgery left angle with 40 degree antroversion. It was reported that the patient had poor bone growth in the cup. It was reported that the patient was given a revision surgery as a result.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a trident shell ((B)(4)) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient displayed evidence of metal debris on the trunnion and black debris in the head where the trunnion fits. It was reported that there was scratching of the liner, but no rim-wear. It was reported that the initial surgery left angle with 40 degree antroversion. It was reported that the patient had poor bone growth in the cup. It was reported that the patient was given a revision surgery as a result.